Event description:
Complainant alleged that while attempting to monitor the heart rhythm of a pt, the device's display froze. The device was turned off/on and then froze again. Complainant did not indicate that there was any adverse effect to the pt due to the reported malfunction.

Manufacturer narrative:
Zoll medical corp has not received the product for evaluation, and this complaint is still under investigation.